Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-09747- device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the infusion set fell off during use. The set was use for couple of hours and one day of use. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.